Event description:
Caller reported that a malfunction occurred on the pump with a malfunction code displayed as malf 1, along with a fault ID of 0x200c. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.